Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the anterior tibial artery with moderate calcification, moderate tortuosity and 75% stenosis. The 2.5x200 armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion and inflated; however, the balloon was not opening to it's complete profile and the hub was leaking. The device was removed and another armada pta catheter was used to complete the procedure. There were no adverse patient effects. No additional information was provided.